Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See section d for any product information received. This complaint is the subject of litigation or a legal claim and complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient experienced pain and discomfort and inflammation in his left and right thighs and groin. He also experienced a popping and snapping sensation in his hip-joints when walking or moving to and from a sitting position.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. After further review of the information received, it was determined that this is a duplicate report of 1818910-2012-28188. No further investigation will be performed regarding this submission as this is a duplicate report.